Event description:
The patient reportedly developed a seroma around the implant site two months after implant surgery. The patient was treated conservatively with IV antibiotics (type unknown), but the seroma redeveloped. The patient's device was explanted.